Manufacturer narrative:
The ziv6-35-125-6.0-120-ptx device in question was implanted in the patient and was therefore not available for evaluation. From the information provided, a document based investigation was carried out. Although requested, images relating to this event have not been received. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. Based on the physician's comments, the possibility of restenosis occurrence was highly likely due to the length of the lesion. However, the definite root cause of restenosis cannot be conclusively determined. The complaint is confirmed based on customer testimony. The manufacturing records for the zilver ptx and zilver ptx drug eluting stent could not be reviewed as the specific lot number was not provided. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to instructions for use, restenosis of the stented is noted as a potential adverse event associated with the placement of this device. Pta was performed against the restenosis and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2013, a zfv6-35-80-6-40 and three ziv6-35-125-6.0-120-ptx were placed in the right sfa. On (B)(6) 2013, restenosis (50-99%) in the lesion where stents were implanted was confirmed. Worsened rutherford was observed to the patient. On (B)(6) 2014, pta was performed against the restenosis and the patient recovered. It is unknown how many out of the stents are related to this restenosis. This report relates to one ziv6-35-125-6.0-120-ptx device. Reference also related reports #3001845648-2014-00191 and 00192.